Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with loss of right ventricular capture and lead noise artifact. Chronic rv lead perforation was also noted which was confirmed via ultrasound. During procedure, it was noted that the helix would not retract. The lead was explanted and replaced. The patient was stable.